Event description:
Additional information was received: event occurred at patients home. Defective trach cuff was in use at the time of discovery. Ventilator was alarming and air leak was noted. There was no patient injury. There was no additional medical intervention. Trach was changed out immediately. Trach tube was replaced.

Manufacturer narrative:
(B)(6). Event problem device code, corrected data: b1, b2, h1, h6 - health impact codes.

Event description:
It was reported that the customer has a defective trach. No adverse patient or clinical effects were reported by the customer.

Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Additional information is provided in h.2., and h.6. Two photographs were returned for evaluation. The first photo displays the product labeling. The second photo displayed the device?s cuff, which was partially deflated. The photos taken of the complaint sample did not include a magnified close-up of the cuff for evidence of any punctures or tears to determine the cause of the cuff deflation. Root cause could not be defined with confidence. All materials in the manufacturing process, as well as all finished good products are released to market based on approved quality specification. The product is released after the review of all acceptance of applicable documentation. There were no non-conformances or abnormalities found in the device history record review that would be linked to this issue. For all enquiries or follow-up questions related to the record, do not use (B)(6).